Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Event description:
Customer's father reported receiving a battery out limit on the insulin pump. During troubleshooting of the battery out limit, the insulin pump's keypad stopped responding. Customer stated that he was able to press the act button, but there was no response. Customer's father stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.